Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/19/2023, it was reported on behalf of the patient from a manufacturer via email that the patient underwent revision surgery due to chronological dislocation of the implants. The patient had an original procedure on the right shoulder using arthrex implants. Due to the dislocation of the implants and bone loss, the surgeon used a combination of products to complete the case. The surgeon decided to keep the arthrex glenoid implant and matched the glenosphere implant size with one of the products from the other manufacturer. The revision surgery took place on (B)(6) 2023. Within two weeks of the procedure, the patient dislocated the implants from the other manufacturer and had to undergo another revision surgery on (B)(6) 2023. The arthrex glenoid implants were also revised and explanted. The surgery was completed as a hemi shoulder with implants from the other manufacturer.